Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was on antibiotic therapy for peritonitis. There were no reported allegations that the event was related to ay issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse reported the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptoms of abdominal pain and cloudy pd effluent. As a result, a pd culture was obtained which generated an elevated white blood cell (wbc) count of 325 and growth of corynebacterium species. The patient was treated with intra-peritoneal (ip) vancomycin (1 gram every other day) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The nurse stated the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.